Event description:
It was reported the patient received multiple inappropriate shocks due to noise, and there was an apparent lead fracture. The lead was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed. It was reported the patient received multiple inappropriate shocks due to noise, and there was an apparent lead fracture. The lead was explanted. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event interference lead(s), fracture of shock, inappropriate.